Event description:
It was reported that this pacemaker longevity had gone from two years to one year remaining in only 5 months. The power consumption of the device was measuring 162%. Subsequently, the device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed that the power had risen while implanted and had decreased again after explant. The device was heated up to body temperature, where the test revealed high current. The device case was removed, and further testing of the capacitor under room temperature determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised capacitor connected to the device's battery. Malfunction of this capacitor resulted in a high current drain, which was depleting this battery faster than normal. 3191 code was used to denote surgical intervention.

Event description:
This report is being filed with analysis details.